Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed the dialyzer during priming with visible fluid droplets outside of the lower header area. The specific defect that allowed the leak could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 170h during priming. There was no patient involvement. No additional information is available.